Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290 autofeed humidification chamber was leaking between the chamber dome and the base plate after four hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has been received at fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report once we have completed our investigation.